Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set and the occlusion was resovled. The customer's blood glucose (bg) level ranged from not being impacted to 300 mg/dl with mild ketones. An insulin injection was used to address the high bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to confirm if the infusion set was the cause of the occlusions.